Event description:
The husband of a (B)(6) female patient contacted zoll customer support to report that the patient's monitor would not power up after the batteries were changed. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is under investigation. The reported problem (will not power up) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the monitor not powering up. The patient received a replacement monitor.